Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad had an indention and the jaw (pad/arm subassembly) was partially detached. The jaw was observed to be hinged to the external shaft but unhinged from the actuating shaft. The actuating shaft was bent and the sockets were torn. The distal tip of the blade was broken off and a gouge was observed at the fracture site. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the ultrasonic scalpel would not turn on. A ligasure device was used to replace the scalpel. No patient injury was reported by the user facility.